Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states: the disposable cartridge is filled with up to 300 units of u-100 insulin and attached to the pump. The cartridge is replaced every 48¿72 hours.

Event description:
While in the hospital for an unrelated issue, the customer reportedly experienced a blood glucose value of 517 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with novolog insulin. A manual injection was administered to address bg, and customer was treated with intravenous fluids of saline and insulin. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended, and educated the customer on insulin labeling. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.